Manufacturer narrative:
(B)(4).device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure stent damage occurred.the 100% stenosed lesion being treated was located in the severely tortuous left anterior descending artery. The physician advanced the 20mm x 2.50mm taxus element stent delivery system to the target lesion however it was unable to cross the lesion. Upon removal it was noticed that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient status.